Event description:
A surgeon reported he planned to perform a lens exchange due to an unexpected postoperative refraction. During a follow-up phone conversation with the surgeon, positioning of the lens at 110 degrees instead of 90 degrees was identified as a possible contributing factor for this pt's outcome. Rather than rotate the lens, the surgeon decided to replace the lens with a 17 diopter lens of the same model leaving the pt slightly myopic and reducing the astigmatism. The lens exchange took place in 2007, and the pt's outcome was excellent. Her uncorrected visual acuity was reported as 20/25 the following month.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number. Add'l info was requested by fax and by mail the same day. Phone f/u was conducted on 03/12/2007 with add'l info provided. A completed questionaire was received on 03/21/2007.